Event description:
The customer claims that the alarm has no power when batteries are inserted and only works when the ac power adapter is used. There was no pt injury or incident reported. Inspection of the product found that the unit powers on with batteries or ac power, but the alarm function is intermittent.

Manufacturer narrative:
(B) (4). Eval results: - eval of the returned product found that the unit powers on with the ac adapter and also with new batteries. The alarm function is intermittent. (B) (4).